Event description:
The day of the index procedure, it was noted that the pt experienced a neurological event. The pt had behavioral changes, aphasia, dysarthria, reflex changes and right hemiparesis. The pt was diagnosed with an ischemic stroke. It was noted that the onset was sudden. The event did not occur during the catheterization or the index procedure. However, the pt is still hospitalized and still has residuals of right hand and leg weakness. The pt is being treated with physical and occupational therapy. The pt is expected to be discharged to a rehabilitation center within the next few days. The pt was enrolled in the study in 2009. The pt had a 90% lesion in the left carotid artery. The lesion was eccentric and 30mm in length. The vessel was 7mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise stent was successfully implanted. The residual percentage of stenosis was 0%.

Manufacturer narrative:
This study pt underwent carotid artery stent implantation and suffered an ischemic stroke. This is a male with medical history including hyperlipidemia, congestive heart failure, coronary artery disease, coronary percutaneous revascularization and hypertension. This pt meets the high-risk criteria of age greater than 75 years and bilateral carotid artery stenosis requiring treatment. The target lesion was left internal carotid artery described as eccentric, non-calcified, non-tortuous and 90% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unk balloon. One precise stent was implanted without report of difficulties. The residual percentage of stenosis was 0%. The day of the index procedure, the pt had behavioral changes, aphasia, dysarthria, reflex changes and right hemiparesis. The pt was diagnosed with an ischemic stroke. The onset was sudden with residual effects. The pt is being treated with physical and occupational therapy. The pt is expected to be discharged to a rehabilitation center. The stent implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13346691 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 0 units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the info suggests that vessel and procedural factors may have contributed to the reported event.